Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 238 mg/dl. The customer states that the insulin pump received the pump error while performing self test. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor. Device also received with cracked battery tube threads and cracked case behind the device near the battery compartment.